Event description:
It was reported that the patient received an inappropriate shock due to the right ventricular lead having t-wave oversensing. It was later reported that the lead was removed prophylactically and replaced. No further patient complications were reported as a result of this event.

Event description:
It was reported that the patient received an inappropriate shock due to the right ventricular lead having t-wave oversensing. The lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary: (B)(4): the distal portion of the lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay had cosmetic environmental stress cracking, there was a white substance on the exposed defibrillation coil, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. We did receive performance data collected from the device and have analyzed the data. 25 - ventricular nst (non-sustained tachycardia) episodes of <=210 ms average ventricular cycle occurred between (B)(6) 2006 and (B)(6) 2011 11:40:40. 2 - ventricular fibrillation (vf) episodes of <=200 ms average ventricular cycle occurred on (B)(6) 2009 13:33:26 and (B)(6) 2010 15:41:56.